Event description:
Customer reported that during a rescue using the pediatric pads, the wires around the attenuator had to be pressed to correct a "check pads" voice prompt error and continue with the rescue. The lot number and expiration date of the pads were not provided.

Manufacturer narrative:
The customer was asked to return the pads used in the rescue for evaluation. Replacement pads were sent to the customer.